Manufacturer narrative:
Please disregard follow up #3. Erroneous duplication of information previously submitted in follow up # 2.

Manufacturer narrative:
Supplemental sent to correct information previously omitted from follow up 1, results codes and conclusion codes were omitted from follow up #1. Narrative should have stated; the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted; when test strips were tested with blood, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue (misclassification of a blood sample for control solution) was confirmed. A secondary issue was also observed during testing; when test strips were tested with blood, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (a healthcare professional - hcp) contacted lifescan (lfs) (B)(4) alleging that a onetouch verio pro plus meter misclassified a blood sample for control solution. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during follow up correspondence with lfs's (B)(4) local country contact (lcc). The reporter stated that the patient was taken in to hospital with "dehydration and bleeding from the frontal lobe" at an unspecified time on (B)(6) 2016. The reporter informed the lcc that the dehydration had developed due to chronic alcoholism and the bleeding was caused by a fall. The patient is understood to have managed their diabetes by self-adjusting their insulin dosage and it is not known whether or not they had made any changes to their normal diabetes management regimen prior to the alleged product issue occurring as, during a follow up on (B)(6) 2016, the reporter was unwilling to provide any further information. When the patient arrived in hospital their blood glucose was measured on the subject meter and a control solution result was allegedly displayed on the device. The hcp treating the patient subsequently gave the patient an unspecified dosage of glucose. An unspecified period of time later the reporter informed the lcc that the patient passed away. The reporter informed the lcc that, in their opinion, the cause of death was unrelated to the alleged product issue. The reporter was unwilling to share any further information relating to the cause of death however. The alleged product issue remained unresolved at the time of troubleshooting. The patient's products have been requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of "dehydration and bleeding from the frontal lobe". There was no report of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event (specifically no report of a diagnosis or possible clinical symptoms of acute metabolic distress from diabetes). By hcp report, there is no indication that the subject meter caused or contributed to the patient's death. However, this complaint is being reported as a product malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The test strips have been further evaluated by product analysis with the following findings: error 4 is a designed error trap for detecting a strip fill problem. There is no relation between error 4 and misclassification of a blood sample for control solution as each have different mechanisms. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.